Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 05-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that in  (B)(6) 2019 they had to move paddle to other side because was bothering patient. This was because of scar tissue they thought. Pt states all ok now. Pt does not have hcp. Pt states dr (B)(6) is the one who moved the paddle.